Event description:
Patient returned from dialysis and was placed back on the ventilator that she had been using with no issues prior to departing for dialysis. Oxygen was set at 30%, but measured fio2 was only 22% to 24%. It was verified that the oxygen was plugged in and available. Also, there was a large disparity between the inhaled and exhaled tidal volume. The respiratory therapist was unable to locate any leak in the system. The ventilator was removed from service and the patient was placed on a different servo-I ventilator with identical settings. The new ventilator did not have any of the previously experienced issues.